Event description:
It was reported the device was used during a gastrectomy (sub total) procedure. It was reported by the affiliate that the staples line was incomplete. The tissue was handsewn by the surgeon. There was no pt consequence.